Event description:
It was reported that the reciprocating saw attachment device did not work. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drive shaft did not spin freely, the device had intermittent operation and was getting hot. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning/care and possible immersion during the cleaning process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.